Event description:
Please refer to the initial-report.

Manufacturer narrative:
The log file of the affected device was available for the investigation. Based on the log entries it could be confirmed that the device detected the device failure 88.0002 once. The technical deviation within the electronic system was detected by the device and resulted a software-controlled restart. The root cause for the problem is a temporary deviation in the software that was solved by the single restart. During a restart the device generates a high-priority visual and audible alarm and opens the pneumatic system to allow for spontaneous breathing for the patient. After approximately 12 sec the device continues ventilating the patient with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device alarmed the device failure "88.0002." No injury was reported.